Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 4fr s/l groshong catheter. Usage residue was evident within the sample. The catheter was received assembled with a two-piece connector and terminated within the connector strain-relief sleeve. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion and aspiration with no observed leaks. No leaks were evident during sustained pressurization of the sample. Tactile inspection of the sample revealed tensile weakness throughout the extension tubing. Following disassembly of the two-piece connector, tactile inspection of the returned catheter segment revealed severe tensile weakness throughout. Plastic deformation and material discoloration were evident throughout the catheter fragment. Microscopic inspection of the distal end of the catheter tubing revealed sharply defined break edges. The edges were regular and exhibited a dully granular texture. The break exhibited an elliptical cross-section. The tensile weakness, elliptical cross-section and break characteristics were typical of damage caused by tensile stress. It appeared that the connector was subjected to a pulling event(s) while the catheter distal of the connector was fixed in place. Care should be taken when securing, accessing and maintaining catheters to avoid causing damage. A lot history review (lhr) of rezb1005 showed no other similar product complaint(s) from these lot numbers.

Event description:
It was reported by nurse that the catheterization was conducted under ultrasound on (B)(6), and everything was smooth. During the whole catheterization no abnormal conditions occurred. On (B)(6), during the PICC maintenance, it was found in the flushing process that there was fluid outflowing from the crack connected to the strain relief sleeve and the extension tube. Returned sample shows a complete break.